Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade unknown and concern with the product.

Event description:
Healthcare professional reported a left side rupture, capsular contracture, baker grade unknown, discomfort, upper pole thickening and an exchange from textured to smooth breast implant due to the patient's concern with the product. Device was explanted.

Event description:
Healthcare professional reported a left side rupture, capsular contracture, baker grade unknown, discomfort, upper pole thickening and an exchange from textured to smooth breast implant due to the patient's concern with the product. Device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.